Event description:
It was reported that the patient went to Emergency Room (ER) with hyperglycemia on (b)(6)2026. The patient's blood glucose (BG) levels reached 560 mg/dL while wearing the Pod longer than 48 hours on the leg. The patient mentioned they were wearing a Pod and checking the expiration time, but they lost their controller, so they removed the Pod. The patient did not apply a new Pod prior to going to the ER for high BGs. The patient was treated with intravenous fluids (IV) and IV insulin. The patient was discharged the night of (b)(6)2026 and returned to the ER on (b)(6)2026 around 11am and was discharged again around 8pm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: Data not available.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.